Event description:
The customer reported the 9600 system displayed intermittent collimator iris errors. No pt injury was reported.

Manufacturer narrative:
The service rep checked the system and found 2 9600 systems had workstations switched therefore creating mismatched systems. The rep checked the unit and replaced the iris potientiometer. He calibrated the collimator and verified the alignment. The system now operates as intended.